Event description:
It was reported that pump displayed malfunction alarm 199 in monitoring system, and pump showed malfunction code 12 with associated fault notification. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised that pump use could continue, and was instructed to call back if malfunction reoccurred.